Event description:
The dealer rep reported the central processing department at the hospital informed them a pt was burned during a surgical procedure. Two instruments were returned with the documentation (625-126 and 625-129). A follow-up phone call to the o.r director revealed the surgeon only reported seeing smoke during the procedure and there was no burn to the pt and no known pt injury. The event occurred several weeks ago and no internal documentation is available for this incident. The or director confirmed only the 625-126 instrument was involved with this incident.